Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) female patient had a rash on her breast and back. The rash on her breast developed into an open wound with pus. The patient's physician advised the patient to put gauze over the wound. Follow-up indicated that the condition of the rash remained the same. The medical outcome of the rash is unknown.